Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) who was receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the patient clarified that their pain pump was for their spine and when they took a bolus, it took 5 to 10 mins to complete a bolus, and the loading screen was getting stuck at 90%. When asked for event date the patient said, 'about a year ago' ((B)(6) 2025) and ever since they had the device. The patient stated they cleared the data couple of times but the patient was not positive that they were doing it right. The agent walked the patient through clearing the data. The patient was able to connect to the myptm (patient therapy manager) application showed 4 boluses left and was also able to bolus without lag. Troubleshooting steps taken on the call resolved the issue.